Event description:
It was reported that the vns patient underwent surgical explant of the vns system in 2008 or 2009. It was reported that the generator had been disabled one month prior to the explant because the patient's parents had the impression that seizures had been exacerbated by vns stimulation and they also felt that the patient was allergic to the devices. Attempts to obtain further information have been unsuccessful to date. No explanted device was returned to the manufacturer to date.